Manufacturer narrative:
Unit received with motor error alarmed during basic occlusion test due to faulty forced sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test or verify no excessive no delivery alarm due to motor error alarm. Unit was received with normal operating currents and passed unexpected restart error test. Motor passed motor test. Unit had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call that battery cap could not be removed after changing reservoir. Customer also reported that battery cap was cracked. Customer's blood glucose was 210 mg/dl. Customer was advised that insulin pump would need to be replaced.